Event description:
Report received from the USA stating that the motor device was "overheating in the surgeon's hands." The motor device was being used in a lumbar fusion surgery. There was a two minute delay in surgery to obtain a spare identical motor device. There were no injuries or medical intervention reported for the pt or the surgeon. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The motor device was evaluated and passed the temperature acceptance test. The motor device met temperature specifications. The reported condition could not be duplicated; therefore, the reported condition was not confirmed. If additional information is received, a supplemental report will be sent.